Event description:
Anesthesiologist was asked to insufflate air into the tube, however instead of putting air into the gastric tube, air was insufflated into the balloon causing the balloon to rupture within the pt's esophagus. End result was a perforation in the esophagus which was repaired by surgery." Physician stated that there was no problem with the device function, design or labeling which contributed to the event. The event was solely the result of human error.